Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted and blood present in/on the helix mechanism. There was apparent explant damage.

Event description:
It was reported during the implant procedure, the physician placed the lead in a good position, but the threshold was not good. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.